Event description:
The customer reported that the system displayed a flash check error and could not perform fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software. The system operates as intended.